Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed cuts into the insulation 11 cm distal to the df4 connector pin, which probably occurred during the extraction procedure. Furthermore, the inner coil was found over-rotated directly next to the df4 connector pin. The deformation most likely resulted while retracting the fixation helix during the surgery. Further analysis of the returned lead did not show any deviations that might have contributed to the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to oversensing in the ventricular channel.